Manufacturer narrative:
A review of the manufacturing documentation associated with both lots (c11982 and c24349) associated with this complaint presented no issues during the manufacturing or inspection process that can be related to the reported complaint.the product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported by the hospital that one coil had re-sheathing problem. Another one had pre-detachment issue. Only one coil was returned for analysis. It is unknown which product below was associated with which issue: deltamaxx cerecyte 18sys 5x20 cdx18052030/(B)(4). Deltamaxx cerecyte 18sys 5x20 cdx18052030/(B)(4). Both coils were not identified as to which complaint they belonged to; however after exhaustive analysis and after passing the pre-deployment electrical testing, it is highly likely that this device was the true resheathing complaint product identified as c11982. The device positioning unit (dpu) passed the pre-deployment electrical test with resistance at 52.8 ohms and the enpower systems ready green light illuminated. Located at the distal tip of the strain relief is a severe kink to the core wire. The circumstances of how and when this unreported damage occurred cannot be determined. Located 32.5 centimeters off the distal tip of the green introducer, the core wire and tip coil protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site. Located distal, but adjacent to the protrusion site the skive has been opened without mechanical sheath damage the coil was returned undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges elevated above the surface plane. A portion of the sheath is still protruding through the fracture. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the resheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the core wire against the skive causing the skive to open up. When the coil was being retracted for resheathing, the core wire then protruded through the opened skive. In this condition the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with both lots (c11982 and c24349) associated with this complaint presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Conclusion updated with product return for other coil: it was reported by the hospital that one coil had re-sheathing problem. Another one had pre-detachment issue. Both coils were returned for analysis. It is unknown which product below was associated with which issue: deltamaxx cerecyte 18sys 5x20 cdx18052030/c11982, deltamaxx cerecyte 18sys 5x20 cdx18052030/c24349. Both coils were not identified as to which complaint they belonged to; however after exhaustive analysis and after passing the pre-deployment electrical testing, it is highly likely that this device was the true resheathing complaint product identified as c11982. The device positioning unit (dpu) passed the pre-deployment electrical test with resistance at 52.8 ohms and the enpower systems ready green light illuminated. Located at the distal tip of the strain relief is a severe kink to the core wire. The circumstances of how and when this unreported damage occurred cannot be determined. Located 32.5 centimeters off the distal tip of the green introducer, the core wire and tip coil protrudes outside the sheath. There is no mechanical sheath damage at the protrusion site. Located distal, but adjacent to the protrusion site the skive has been opened without mechanical sheath damage the coil was returned undamaged. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges elevated above the surface plane. A portion of the sheath is still protruding through the fracture. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the resheathing difficulty may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which pushed the core wire against the skive causing the skive to open up. When the coil was being retracted for resheathing, the core wire then protruded through the opened skive. In this condition the coil cannot be resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. The deltamaxx (cdx180520-30, c24349) was returned, however it was stated by the hospital that it is unknown which lot number belongs to what complaint. The device positioning unit (dpu) was not returned, only the coil and introducer sheath were returned rendering any identification as to which complaint that c24349 belongs to cannot be determined. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with both lots (c11982 and c24349) associated with this complaint presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
It was reported by the hospital that one coil had re-sheathing problem. Another one had pre-detachment issue. Both coils will be returned for analysis. It is unknown which product below was associated with which issue: deltamaxx cerecyte 18sys 5x20 cdx18052030/c11982. Deltamaxx cerecyte 18sys 5x20 cdx18052030/c24349. Both deltamaxx (cdx180520-30) were not returned, therefore the root cause of the pre-detachment issue cannot be determined. A review of the manufacturing documentation associated with both lots (c11982 and c24349) associated with this complaint presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Event description:
It was reported by the hospital that one coil had re-sheathing problem. Another one had pre-detachment issue. Both coils will be returned for analysis.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: deltamaxx cerecyte 18sys 5x20 cdx18052030 (lot unknown).